Event description:
It was reported that the procedure was treat a heavily calcified right coronary artery. Atherectomy was successfully performed with a diamondback 360. Two xience stents (4.0x38mm and 4.0x28mm) were then advanced and implanted successfully and post dilatation was performed. A perforation was observed after post dilatation at the proximal rca where the 4.0x38mm stent was implanted. A 4x20mm non-abbott stent was used to successfully treat the perforation. No pericardiocentesis was performed. The patient was stable. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of perforation of vessels is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.